Event description:
I have purchased 1 years worth of supply of the acuvue oasys with hydraclear plus. In four instances, I found that the edges of the contact lenses were rough or tattered or uneven that it caused such discomfort in my eye, causing immediate pain and redness. I didn't report the first incident because I thought it was an anomaly. But it seems the batch I rec'd had at least 4 in them. I have reported this to 1-800- contacts and they asked me to return the product to them which I did, but it happened again. As I understood, 1-800- contacts only distributes the contact lenses and does not MFR them so the fault would be with acuvue. That is my report. Dose or amount: 1. Dates of use: 3 months, diagnosis or reason for use: eye correction, event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? Yes.